Event description:
Boston scientific received information that this patient presented with syncope. Review the device memory noted that the patient had one episode of non sustained ventricular tachycardia which did not appear to correlate with the syncopal episode. Further review of the information by technical services noted noise and oversensing on the right ventricular channel. Inhibition of pacing was seen as well as inappropriate shock. The noise appeared to be external. The cause of syncope is unknown at this time. The system remains implanted at this time.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
-

Manufacturer narrative:
Additional information noted that when following up this patient the use of the tens machine was confirmed. The physician advised against the use of this machine and no further programming changes were made to the device. At this time the device remains implanted. It was confirmed that the patient syncope was not device related. Should additional information become available this investigation will be updated.